Event description:
It was reported that during a laparoscopic hernia procedure, during insertion the trocar was leaking excessively. A competitor's device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The product reported is part of the voluntary recall of endopath xcel, with optiview, technology as a lot number was not received, a device history review could not be performed.